Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify e70 alarm due to motor error alarm. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that the pump is now frozen and she had a bolus about 5 minutes before it happened. Customer also had a motor position encoder error alarm and could not press esc or act. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.